Manufacturer narrative:
It is indicated that the device will not be returned. Therefore, no physical evaluation could be performed. The lot number of the device is unknown, so no record review for the device could be performed. Review of all provided information concluded that there is no evidence of a systemic product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as: 2184052-2015-00121. It was reported that a patient sustained unspecified injuries as a result of hardware fracture of implanted zimmer title 2 pedicle screws. The patient underwent a revision surgery to remove the fractured devices. No other information has been provided.